Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reporting a hospitalization due to high blood glucose. Customer's diagnosis was diabetic ketoacidosis. Customer experienced vomiting, abdominal pain, feeling sick and cold. Customer was treated with insulin. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exits the tubing. Nothing further reported.